Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to disconnect handswitch and foot switch and reboot the system. The system was found to be working as intended. The system was put back into service.

Event description:
The customer reported that the system was stuck on boot up and they could not fluoro. There is no report of death or serious injury associated with this complaint.